Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (other) please describe and state the location of the perforation: 1 device was sticking out of fallopian tube prior to removal") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness and body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes describe: abnormal increases in hormones every time I would get my period"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: increase in urinary tract infections"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and vertigo ("other injury(ies) or complication (s) please describe: vertigo"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety"), pain ("pain") and abdominal pain lower ("below stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, incontinence, weight increased, depression, anxiety, pain, hormone level abnormal, vaginal haemorrhage, urinary tract infection, nausea, tooth disorder, vaginal discharge, fatigue, back pain and abdominal pain lower outcome was unknown, the menorrhagia and dysmenorrhoea was resolving and the vertigo had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, incontinence, menorrhagia, nausea, pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Approximate weight at the time of essure placement 136 lbs. Insertion details- visualised coils: left-1, right-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2017 - surgical pathology report: final pathologic diagnosis. Fallopian tube, right and left, tubal ligation -- complete. Cross-sections of fallopian tubes with no pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vertigo, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (other) please describe and state the location of the perforation: 1 device was sticking out of fallopian tube prior to removal") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness and body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes describe: abnormal increases in hormones every time I would get my period"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: increase in urinary tract infections"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and vertigo ("other injury(ies) or complication (s) please describe: vertigo"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety"), pain ("pain") and abdominal pain upper ("below stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, incontinence, weight increased, depression, anxiety, pain, hormone level abnormal, vaginal haemorrhage, urinary tract infection, nausea, tooth disorder, vaginal discharge, fatigue, back pain and abdominal pain upper outcome was unknown, the menorrhagia and dysmenorrhoea was resolving and the vertigo had resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, incontinence, menorrhagia, nausea, pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Approximate weight at the time of essure placement 136 lbs. Insertion details- visualised coils: left-1, right-1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . On (B)(6) 2017 - surgical pathology report: final pathologic diagnosis fallopian tube, right and left, tubal ligation -- complete cross-sections of fallopian tubes with no pathologic abnormality . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vertigo, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-jun-2018: new pfs+mr received- new events added: injuries: hormonal changes describe: abnormal increases in hormones every time I would get my period, abnormalbleeding (vaginal, menorrhagia), urinary tract infections,nausea, dental problems, dysmenorrhea (cramping),vaginal discharge, fatigue, perforation (other) please describeand state the location of the perforation: 1 device was sticking out of fallopian tube prior to removal, other injury(ies) or complication (s) please describe: vertigo , back pain , stomach pain were added.outcome of events cramping, heavy bleeding unknown from recovering/resolving, outcome of event vertigo from unknown to recoverd/resolved. New reporter, lot number and date of birth were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, incontinence, weight increased, depression, anxiety and pain outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, incontinence, pain, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.